Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that a mynxgrip 6f/7f vascular closure device (vcd) was used following an interventional coronary procedure and hemostasis was achieved for a few minutes. Subsequently, a hematoma described as over 6 cm in size, was quickly noted and manual pressure was applied to the access site for 40 minutes. The patient¿s hospitalization was not extended. Multiple sheath exchanges were not required. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the mynx vcd being used. The vcd was being used in conjunction with a 6f procedural sheath for femoral arterial closure. The patient was noted to have recovered. Additional information was requested, but is not available at this time. The product was not returned for analysis. Review of lot f1715903 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instructions for use, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a mynxgrip 6f/7f vascular closure device (vcd) was used following an interventional coronary procedure and hemostasis was achieved for a few minutes. Subsequently, a hematoma described as over 6 cm in size, was quickly noted and manual pressure was applied to the access site for 40 minutes. The patient¿s hospitalization was not extended. Multiple sheath exchanges were not required. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the mynx vcd being used. The vcd was being used in conjunction with a 6f procedural sheath for femoral arterial closure. The patient was noted to have recovered. Additional information was requested, but is not available at this time.